Manufacturer narrative:
The device was not returned for evaluation, therefore, no visual inspection or functional testing were performed to determine if the device played a role in the adverse event. A 12-month review was conducted and there were no similar events found. ICU medical contacted the customer for the service repair history, but no information was provided. Event logs were not provided. In conclusion, since the device was not returned to the service hub for analysis and evaluation, no visual inspection and functional testing were performed to determine if the device had a role in the adverse event.

Manufacturer narrative:
The device is not available for evaluation. Other investigation activities will be performed.

Event description:
The event involved a plum 360 driver new which was reported to have shut down during patient infusion of an unspecified medication; the patient expired. No additional information has been provided at this time.